Event description:
It was reported that the pump time was incorrect, customer did not attribute incorrect time to a pump malfunction. Customer reported a blood glucose (bg) level of over 500 mg/dl. The customer addressed their elevated bg with a manual injection of insulin. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.